Event description:
The lay user/patient contacted lifescan in 2006 and alleged that his one touch ultra meter (serial number faded and therefore not provided) was giving error messages. The medical affairs specialist (mas) was not able to reach the pt after several attempts via phone to obtain further info. A letter was also sent to the address provided. The mas reviewed the recorded telephone call in order to classify this complaint. The pt reported that he was getting "error" on the meter after the test strip was inserted in the meter. He reported that there was no number next to "error" displayed on the meter. He was not able to test his blood glucose for 3-4 weeks since this issue started. The pt had also treid to replace 3 different batteries in the meter, but the issue persisted. The pt had further reported that sometime at the end of august (exact date not provided), he was unable to test his blood glucose on the meter at night. He was not experiencing any symptoms of high or low blood glucose at that time, he took his normal shot of lantus 30 units and went to bed. However, he also mentioned that "sometimes if the sugar is low, (he) does not take that shot". The pt's wife called the emergency services since she was not able to wake him up that next morning. It is not clear if a blood glucose test was attempted on the meter at that time, but the pt stated that the "sugar went too low". He was given orange juice and was taken to the hosp via ambulance. It is again not clear as to what treatment he rec'd from the paramedics and at the hosp. At the time of troubleshooting, it was verified that this was not a new product. The pt was asked to perform a blood test and he was able to obtain a result (result was not providfed). Therefore, the issue was resolved. Although, it is not known as to which error message the pt was receiving, he was not able to test on the meter the night prior to the event and took his set amount of insulin, which he would not have taken if he knew that his blood glucose was low. His wife could not wake him up and the pt experienced hypoglycemia. Therefore, this complaint is reported. A replacement meter, control solution, and test strips were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them.